Event description:
It was reported that two days after a device upgrade the right ventricular (rv) lead had high impedance and oversensing/noise with non-sustained episodes. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 125 ventricular sensing integrity counts (sic); vt-ns and high rate-non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms from a previous impedance measurement of 475 ohms. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter greater than or equal to 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).